Manufacturer narrative:
The unit involved in this complaint was returned for evaluation and duty cycle failure was detected. No adverse event was reported, however, this type of malfunction could potentially cause an adverse event. The design and functionality of anodyne's devices does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in our MDR.

Event description:
Customer reported that the therapy pads on their professional unit were getting too warm. We requested that they return the unit for evaluation, and their duty cycle was found to be defective. There was no adverse event reported.